Manufacturer narrative:
Device evaluation: the device related to the reported event of rupture and anxiety - product/ procedure was received on january 22, 2025, with lot number 2594338. Based on the product analysis performed, the assessments of the complaints are: ¿ rupture: observed, broken assessed as unidentified (tear) and missing assessed as inconclusive. Shell thickness was within specification). ¿ anxiety - product/ procedure: unable to observe since it is a medical event and is not related to the device. No additional observations performed on the device. No further actions are required.

Event description:
Patient reported exchange of textured devices due to patient's concern with product. Healthcare professional later reported rupture. This record is for the left side. Device has been explanted and replaced.

Event description:
Patient reported exchange of textured devices due to patient's concern with product. Healthcare professional later reported rupture. This record is for the left side. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.